Event description:
It was reported that the with this implantable pacemaker was fixed electronically possibly with a programmer and no change-out needed. This pacemaker remains in service and will not be returned. No adverse patient effects were reported.